Event description:
Inbound. Caregiver reported no disposable pump wont run alarm on cadd legacy pump ls hours after remodulin cassette change. Alarm resolved with changing cassette lot 4196396 to back up pump. No further details provided.